Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had all patients not crossing to one station. Customer reported that all patients were not crossing over to one station, and it is currently unknown if the issue persists as no new patients have been admitted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing to one station. A technical support specialist (tss) reviewed the es server, and no issues were identified, with the system appearing stable and operational. Message flow was validated, confirming that messages were being received and processed without any abnormalities. The customer was requested to recheck the es environment and confirm if the issue persisted, and customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist verified the device.